Event description:
It was reported that the bd ultra-fine¿ insulin syringe was clogged. The following was translated from chinese to english: on (B)(6) 2023, the nurse was preparing to inject subcutaneous insulin for the patient, and found that the needle was blocked when the needle was installed to exhaust air before the injection.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1229338. All inspections and challenges were performed per the applicable operations qc specification. H3 other text : see h10.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe was clogged. The following was translated from chinese to english: on (B)(6), 2023, the nurse was preparing to inject subcutaneous insulin for the patient, and found that the needle was blocked when the needle was installed to exhaust air before the injection.